Event description:
During the implant procedure, low sensing and high capture threshold were observed on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
The reported events of inadequate capture and r-wave amp variation were confirmed. As received, a complete lead was returned in one piece with the helix fully extended and clogged blood/tissue. X-ray inspection found the inner coil over torqued consistent with the procedural damage. Electrical testing performed did not find any conductor fracture but an internal short was found due to the inner coil over torqued in the connector region during the procedure. The cause of the reported events was isolated to the inner coil over torqued in the connector region.